Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During the preventive maintenance (pm), the service technician discovered that the battery runtime did not meet the 135 minute battery run time. The service technician replaced the batteries. They then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer.

Event description:
A field service engineer (fse) reported that routine preventive maintenance found the intra-aortic balloon pump (iabp) battery run time to be 75 minutes. There was no patient involvement, therefore no adverse event was reported.